Event description:
It is reported that a customer received multiple alarms on their insulin pump. The caller was the customer's mother who wanted assistance with uploading carelink. Assistance was provided and the caller was asked to send the pump back for analysis. No further information was provided.

Manufacturer narrative:
Findings: unit passed a21 error alarm test. No a17 or a21 alarm. A47 alarm noted on alarm history screen due to corrupted history file. Unable to upload to carelink pro due to corrupted history file. Minor scratched lcd window, cracked display window corners, battery tube threads cracked, cracked reservoir tube lip.